Event description:
The facility's biomedical engineer reports an infusion pump that went into an unknown failure code during clinical use causing the pump to "lock-up". Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. Alternate contact information was requested but no alternate contact was identified. The hospital representative stated they have no record of any patient involving the pump since the last baxter service event.